Event description:
The tip of the probe fell of during surgery. The tip was retrieved with no adverse consequences to the pt and a delay of approx 5 minutes. The device had been in use for about 2 months.

Manufacturer narrative:
Add'l info will be submitted once the investigation is completed.